Event description:
Customer was taken to the emergency room for low blood glucose levels. Customer stated that her paradigm link meter was not reading the blood glucose correctly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.